Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Product family: scs-ipg-pc, upn: m365sc11400, model: sc-1140, serial: (B)(6), batch: 202170. Product family: scs-ipg-r-MRI, upn: m365sc12000, model: sc-1200, serial: (B)(6), batch: 365726.

Manufacturer narrative:
Supplemental submitted to include additional information received from boston scientific sales representative that changed fields b5 and f10. Product family: scs-ipg-pc. Upn: m365sc11400. Model: sc-1140. Serial: (B)(6). Batch: 202170. Product family: scs-ipg-r-MRI. Upn: m365sc12000. Model: sc-1200. Serial: (B)(6). Batch: 365726.

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to an elective explant for an implantable pulse generator (ipg) upgrade. The patient is in great coverage and doing well post-operatively. Device will not return due to facility policy and electrocautery was not used.